Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this left ventricular (lv) lead, a guidewire could not be fully inserted into the lead for placement. After pushing on the guidewire, the guidewire was bent and could no longer be used for lead manipulation. The physician was concerned that blood may have coagulated in the lead lumen. This lv lead was replaced and discarded. No adverse patient effects were reported.